Manufacturer narrative:
One nt 1100 neurotherm rf generator, model # rfg-nt-1100-240, serial # (B)(6), was received for repair. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The reported power fluctuations was reproduced. Power fluctuations coming from the power supply caused the upper assembly to reboot. Replacing the power supply board will resolve the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to the power supply board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the procedure was cancelled due to an issue with the generator. The generator turned off, rebooted itself, and went back to the last point of use. The power cable was checked and no issue was found. The procedure was cancelled with no adverse patient consequences.